Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient's system was explanted on 10 november 2023 for an unknown reason.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. There were no allegations against the returned ipg. Analysis of the device was completed to document the ¿as received condition¿ with images and a brief description. The ipg had minor damage to the can as a result of the explant procedure, passed all tests on the ate, and the device all lab utilities.